Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple continuous glucose monitor error 42. The customer continued to use the pump for insulin therapy. There was no reported impact to customer¿s blood glucose.